Event description:
It was reported that during preventative maintenance (pm) performed by the facility biomed, parallel to the service territory manager (stm) doing a repair, the cs300 intra-aortic balloon pump (iabp) failed the battery runtime test. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Good faith efforts (gfe) attempts were made to the customer to obtain additional information on this complaint event. The customer reported that the batteries were replaced and the iabp has been returned to clinical use.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. We were advised that the customer would be replacing the batteries. Additional information has been requested from the customer, and a supplemental report will be submitted if this information is provided to us. (B)(6).

Event description:
It was reported that during preventative maintenance (pm) performed by the facility biomed, parallel to the service territory manager (stm) doing a repair, the cs300 intra-aortic balloon pump (iabp) failed the battery runtime test. There was no patient involvement, and no adverse event reported.